Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm and 33mm epic plus mitral valve were implanted in the patient. After the implant, the patient presented with exertional dyspnea, orthopnea, paroxysmal nocturnal dyspnea and lower extremity edema several days. The pateit was taking furosemide tablets daily but the symptoms persist. The patient also reported pain and swelling in the left inguinal region. A blood transfusion was performed on (B)(6) 2025.